Event description:
The report indicated that the user experienced high bg's (336-345mg/dl) within ten hours of activating a new pod. Multiple correction boluses were administered but were ineffective at lowering his levels. After five hours of continuously high bg readings, the pod was deactivated - it will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.